Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized and was on life support system and had high blood glucose level due to tubing came out.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 900 mg/dl. The customer was declined to troubleshooting. The insulin pump will not be returned for analysis.